Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1zlnk, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that during normal life of the device, patient complained that the therapy stopped working about a month ago. Impedance checks were all high. The doctor decided to remove and replace, because patient also needed to get an MRI. Once hcp opened the pocket site they discovered that the lead had broken off at the header and the ins was flipped in the original pocket site. The hcp stated that the lead was twisted multiple times. There were no environmental/external/patient factors that may have led or contributed to the issue that were reported by the patient, however, the hcp clarified that while the cause of the twisted lead was unknown, twiddler's syndrome was suspected, and the loss of therapy was likely due to the broken lead. The hcp successfully removed the lead in its entirety and replaced the ins and lead to resolve the issue.

Manufacturer narrative:
H3: ins: the implantable neurostimulator (ins) passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Lead: analysis identified that all conductors were broken in the body of the lead as a result of factors not related to product reliability. The returned lead was twisted and coiled. Conductors were broken at multiple locations on the body of lead (overstress damaged). Outer insulation was separated at butt joint on both end (distal and proximal end). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.